Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported in the past 2 weeks the implant is shutting itself off about 6 times and the implanted neurostimulators battery is fully charge. Patient stated they don't realize how the device works until all of a sudden she is an excruciating pain and they go to change the setting from group a to c and put in different settings for pain levels and the controller show stim is off. Agent asked patient if they had any falls or trauma and patient said they just did a burn on the nerves in her back 6 weeks ago and they fall all the time, once or twice a day but not as much. Patient did not have the controller with her to troubleshoot. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.